Event description:
At about 2 months from primary the patient came in reporting pain due to a subsided stem and the cause is reported to be an undersized stem. The surgeon revised the medacta stem and head with medacta components and revised the medacta liner and cup with competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-jan-2024. Lot 2340482: (B)(4) items manufactured and released on 04-03-2024. Expiration date: 2029-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established. Information received report that the cause of the subsidence could be an undersized stem although this could not be confirmed. The device history record review does not indicate any potential manufacturing related issue and there is no indication that any potential issue with the device may have caused or contributed to the event.